Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified. The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using lyumjev insulin. Tandem clinical support informed customer that lyumjev is off label per the user guide. Customer¿s blood glucose (bg) level was 193 mg/dl. Customer declined troubleshooting from tandem technical support. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.